Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 46mg/dl. The customer treated with food. Customer indicated that their doctor has been contacted and their blood glucose value was 92 mg/dl at the time of the call. Troubleshooting was performed and found that the time and date is incorrect on the pump and does not revert to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was set to proper time and date and was monitored. No unexpected time/date change noted during testing. The device functioned properly. The motor was tested outside the device and passed. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.